Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned with no evidence of setscrew marks and dried blood present. Resistance tests were completed to assess lead's electrical performance. Continuity testing showed two of the four pathways were discontinuous with x-ray imaging confirmed two fractured internal cables. The location of the fracture was approximately 4.5 cm, from the terminal pin. The coils likely became fractured during the attempted implant.

Event description:
Boston scientific received information that the physician was unable to successfully place this left ventricular lead due to a high pacing thresholds during implant testing. Additionally, the site reported a challenging implant due to the angle of the targeted vessel. The lead was removed and replaced. The attempted implant lead was later returned for analysis with no resulting adverse patient effects.